Manufacturer narrative:
Product return anticipated, but not yet received for analysis. No conclusion can be drawn at this time.

Event description:
Colectomy procedure. Cs29 dlu was fired low in pelvis. Upon examination of the anastomosis, there was only a partially formed anastomosis. There was a large leak discovered and the surgeon had to cut out the anastomosis and had to re-do it with another device. No pt injury.